Event description:
A product liability claim was raised. It was reported that the patient received a durom hip generic on an unknown date and "needs to undergo bilateral hip replacements" due to unknown reasons. That of revision has not been reported. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Since no dates were provided, this case might related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).